Manufacturer narrative:
Describe event or problem, relevant tests/lab data, other relevant history, patient codes updated. (B)(4).

Event description:
(B)(4) clinical trial. Same case as MDR ID: 2134265-2013-02985, 2134265-2013-02986. It was reported that post coronary stenting treatment procedure, patient death occurred. In (B)(6) 2010, the patient was presented for planned cardiac catheterization. The chronic total occlusion was located in the middle left anterior descending (lad) artery with lesion length of 45 mm long and a reference vessel diameter of 3.0mm. After pre-dilatation, a 2.75mm x 20mm, 3.0mm x 24mm, and 3.50mm x 8mm promus element - stents were placed on the target lesion. After post-dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject was hospitalized for unknown cause, and was given medication. Two days later, the patient died. The cause of death was unknown.

Event description:
It was further reported that prior to the index procedure, the subject presented with shortness of breath, ischemia and chest tightness which was subsequently diagnosed as chronic heart failure. The target lesion was a lomg lesion located in the proximal lad extending to mid lad. On (B)(6) 2013, the subject was hospitalized for planned cystoscopy. Electrocardiogram revealed right bundle branch block. On the following day, troponin enzyme value was 29ng/l which appeared to be elevated and hematuria was also noted. Subsequently, cystoscopy was canceled. Two days from admission, the subject was found unresponsive by nursing staff, CPR was performed to treat the event but subject became pulseless with unrecordable bp.30x5 cycles of CPR continued, yet the subject was pulseless. The procedure continued to save the subject but attempts failed. The subject died.

Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).